Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. The school matron removed the lancet drum to discard it and accidentally stuck herself. No adverse event or medical attention needed. Caller did not provide the lot number of the device. Requested return of suspect device and replacement was sent.